Event description:
It was reported that customer experienced issue where pump battery was not charging, and no blood glucose values or additional event details were provided. No corrective actions, customer actions, or technical support measures were described, and pump was not returned because warranty had expired, so no additional information was received regarding the outcome of the event.